Event description:
A report was received that the patient underwent an explant due to an infection at both ipg pocket sites. The physician does not believe the infection was device or procedure related. The patient was prescribed antibiotics and reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-1110-02 serial: (B)(4), description: precesion implantable pulse generator (ipg), model:sc-2366-50, serial: (B)(4), description:linear 3-6 lead, 50cm model:sc-2218-50 serial: (B)(4), description: linear st lead, 50cm. Explanted devices will not be returned to bsn as they were discarded by medical facility.